Manufacturer narrative:
Evaluation summary: one pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and cassette was attached to the pump. The pump did not give double beep alarm with a cassette attached. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump is emitting double beep alarm even though cassette is attached. No adverse effects were reported.